Manufacturer narrative:
Correction: notify date is (B)(6) 2018 additional information: the euphoria balloon was used to pre-dilate the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A euphora rx ptca balloon catheter was used to dilate a moderately calcified, mildly tortuous lesion in the rca. There were no abnormalities in relation to the anatomy. The device was not passed through any previously deployed stent. The device was inspected with no issues noted, and negative prep was carried out with no issues. Resistance was encountered while advancing to the lesion, however no excessive force was used. It was reported that a balloon rupture occurred during the second inflation. A non-medtronic product was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.